Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm registered a glucose level of 40 mg/dl, while a concurrent bg meter reading showed 412 mg/dl. The patient was wearing an omnipod insulin pump at the time. The patient exhibited symptoms including headache, blurred vision, nausea, and excessive thirst. The patient¿s mother, a licensed medical provider, intervened by encouraging oral fluid intake (¿pushing fluids¿) and administering a substantial insulin dose totaling 20 units over a five-hour period. At the time of reporting, the patient was noted to be stable and ¿okay.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.